Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19562. It was reported the patient experienced pain in the abdomen, calves and soles of the feet. It was reported the patient lost effective stimulation and had an increased recharge burden following a blunt force trauma to the ipg pocket site. Diagnostic testing revealed low impedances on all contacts. Reprogramming provided stimulation coverage that requires a high power usage increasing the recharge burden. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.